Event description:
It was reported that an unspecified arteriotomy closure was attempted using a proglide device after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was removed, the physician noted that the rail suture was shorter than usual; the rail suture could not reach the quick cut system. Hemostasis was not achieved by the device. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported experience and treatment could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information was received: arteriotomy closure was attempted in the right common femoral artery. The sheath size was 6f. The physician is reportedly trained in the use of the proglide device.